Event description:
It was reported that during implant of the lead there was insertion resistance of the stylet and the stylet would not go into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was pulled apart due to overstress, the inner insulation was torn, the lead appeared damaged at implant and the lead was stretched. The analyst noted that the lead has been stretched so the inner tubing buckled and is torn. Both conductors are distorted and prevents the stylet from passing.